Event description:
It was reported that the patient had developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5086mri58, lead, implanted: (B)(6) 2013, dtma1qq, crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.